Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his blood glucose levels have been running high. The patient's blood glucose had exceeded 600 mg/dl all of yesterday and he finally managed to bring it down to 90 mg/dl through use of manual insulin injections. The customer did not mention any symptoms of high blood glucose and confirmed that he felt okay to troubleshoot. Troubleshooting found that there was no apparent damage to the pump and its corresponding treatment components, but the inspection process was not completed since the customer did not having a tubing clamp to perform the high pressure test. No products were returned and a tubing clamp was shipped to the customer so he can call back to complete troubleshooting.